Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for return. The complaint sample was never returned to teleflex for investigation purposes. The device history review file is not available for review in the us. A section of the IFU will be referenced as part of this investigation report which states, "attach luer-lock syringe to hub of catheter, withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal, do not rock or bend the catheter". The certificate of compliance could not be reviewed as the lot number was not reported. The root cause cannot be established and the complaint cannot be confirmed. No further action is required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse manager on the ICU unit called seeking advice about removal of the ezio catheter that remained in a patient's tibia after the yellow hub, this would be the 45mm catheter, broke off during original removal attempt. The physician's technique during removal was not observed. The metal portion of the catheter remained outside the patient's skin. It was advised use of a medical clamp-type instrument, clamping only as tight as needed to get the catheter to turn back and forth while lifting upwards. It was suggested to call for an orthopedic consultation if this did not work. The patient's condition is unknown at this time.